Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a pinch tubing failure at valves vl111 and vl13; tubing through the respective valves was replaced, resolving the leak. A preventive maintenance (pm) was completed and the system passed verification. (B)(4).

Event description:
The customer reported a fluid leak of approximately 12ml around the manual probe on a coulter lh 750 hematology analyzer. The customer could not identify the source of the leak, and a service visit was requested. The leak was not contained within the instrument and there were no error messages reported by the customer at the time of the event. The instrument was shutdown until service could evaluate the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.